Event description:
It was reported that the physician was having issues with his handheld computer freezing during the interrogation screen. It is unclear if any troubleshooting was performed. The site requested a replacement handheld computer, which was returned to the manufacturer for analysis and has yet to be performed.